Event description:
The customer contact reported the patient received more medication than intended. At 1000, line a of channel 2 was programmed to deliver an unspecified concentration of oxaliplatin, at a rate of 132 ml/hr, a vtbi (volume to be infused) of 530 ml, for a duration of 4 hours, and the delivery was started. No further programmed parameters were provided. At 1130, the device sounded an unspecified audible alarm. At this time, the nurse noted the 530 ml delivery was complete. The physician was notified. The patient was observed for 45 minutes "with IV of normal saline infusing." There were no reported adverse patient effects. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).